Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood gulose level was impacted. The customer stated that they will obtain alternate insulin therapy (manual injections).